Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was the spinal cord stimulator battery protruded when the patient was standing up. It was noted the patient stated the stimulator continued to work well and provided good stimulation. The ins issue was unknown. It was noted in regards to the ¿battery moving¿ the patient was told to wear a binder for a while to see if the battery stayed in place. It was noted that while the battery was moving, stimulation was still good. The patient experienced discomfort from the movement of the battery. No surgical intervention had occurred. Hospitalization was not required. The patient¿s outcome was ¿no injury.¿ the patient reportedly wore the binder and there were no further problems. The patient was seen on (B)(6) 2014 with no further complaints.

Event description:
Additional information received reported the patient received assistance form the physician or manufacturer representative (rep) and their concerns were resolved at an appointment on (B)(6) 2014.

Event description:
It was reported that the patient had noticed that her implantable neurostimulator (ins) was sticking out at a 45 degree angle from her back. It was stated that the patient had been in a lot of pain and felt nauseated. It was noted that someone rubbed the ins site and it eventually slipped back into its original position. It was stated that the patient had noticed that the ins was ¿coming over her rib¿ in her back, which had started a couple of months after the device was implanted. It was noted that the patient had notified her healthcare provider (hcp) about the ¿ins over the rib¿ issue, but was told that nothing could be done. It was stated that the patient didn¿t really use her stimulation and hadn¿t used it for a month. It was further stated that the patient would keep her stimulation amplitude low and it wouldn¿t help with her pain. It was noted that when the patient would use her stimulation, she would have to set the amplitude high in order to get leg relief, but would then experience a jolting sensation. It was noted that the ins had been implanted to help with the patient¿s back pain as well, but it didn¿t.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).